Event description:
It was reported that the patient presented with an increase in pain. Both dye and rotor studies were performed, during which it was seen that the rotors did not turn. The pump was to be explanted as the physician did not think it was working. It was also found that prior to explant, interrogation showed that the pump should have contained 12.6cc of medication, but actually contained 18cc. When the pump was explanted, the drug was drained from it and the catheter and put into the new pump. The patient recovered without sequela. The device system was delivering dilaudid.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4). Final analysis of the pump found no anomalies.